Manufacturer narrative:
Pump passed self-test, active current measurement and sleep current measurement. Unable to verify damage to battery cap due to pump received without battery cap. No pump error 24 noted during test. Unit successfully downloaded to thump. Verified pump alarmed pump error 24 on 03/29/2026 07:16:00.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, broken belt clip rails, and corroded battery tube. Pump passed required testing, and no pump error 24 alarms noted during analysis. Unable to confirm damage to battery cap due to pump received without battery cap. Confirmed moisture damage to the pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged critical pump error 24 (this alarm is generated when a power failure is detected) and had issues with battery cap. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.